Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non pacer dependent patient's atrial lead exhibited auto mode switch episodes due to noise, p-wave amplitude drop, and variable impedance. Noise on atrial lead was reproduced in clinic with arm movement. Programming changes were made. Patient has not reported any symptoms and will continue to be followed up.

Event description:
New information received stated that the atrial impedance occasionally been reporting low; however, in clinic measurements were normal. The atrial lead was reproduced in clinic on (B)(6) 2018. The lead was replaced. The patient was stable. No further information was reported.

Manufacturer narrative:
The previously reported information that the lead was replaced was incorrect; he lead has not been replaced. The atrial lead noise was reproduced in clinic on (B)(6) 2018.

Event description:
New information received stated that the atrial lead was not replaced due to the patient's subclavian vein being completely obstructed. The physician decided to leave the entire system untouched.

Event description:
New information received stated that the atrial lead exhibited noise and out of range impedance. The patient was stable. No further information was reported.